Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the g6 app is not showing the trend arrow. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the complaint. A probable cause could not be determined via data.